Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead had dislodged. The patient passed away before lead revision could occur. The physician did not believe that the lead function contributed to the patients death.